Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available.

Event description:
It was reported that the patient¿s blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl) while wearing the pod between 1 and 4 hours on the back. It was noted that the pod fell off causing the cannula to dislodge from the infusion site. Hyperglycemia treated with a new pod. Device was discarded.